Event description:
During liver biopsy the 18 gauge biopince full core biopsy instrument did not retract properly. Pt scanned to be certain no metal shavings or excess bleeding present. No apparent injury to pt.